Event description:
Customer reportedly obtained results of 209mg/dl and 54mg/dl on the advantage system within 10 minutes. Customer drank juice in response to results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.